Event description:
It was reported that one time a nurse was only supposed to add 100mcg of fentanyl but added 1000. The patient felt funny when he got up and then looked at the sheet and had them change it. An event date was unable to be obtained. It was then noted, the patient had to go six months, from the end of (B)(6), with no therapy. It was confirmed the patient¿s drug information hadn¿t changed and that fentanyl and hydromorphone applied to the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).